Event description:
The customer reported the system intermittently displays the dose value as either 0 (zero) or a dose value that is higher than the average value displayed.

Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a f/u report. (B)(4).